Manufacturer narrative:
Covidien reference # : (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was not completely sealing the vessel even though end tones, indicating a completed seal cycle, were heard. The amount of blood loss is unknown but was described as "not serious". The generator was set at 2 bars. The patient was on high-blood pressure medication. There was no injury to the patient. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it to be within specifications and the complaint could not be confirmed. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. A review of the relevant device history records for this lot found no entries that could have contributed to the reported issue.